Event description:
Alleged event: healthcare professional reported left side deflation against a non- (B)(6) device. Device has been explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).